Event description:
The pt was admitted into the emergency room with an acute mi and severe st elevations. Diabetic pt was very unstable. Diagnostic catheterization was performed and indicated that the pt's mid right coronary artery was totally occluded. A balloon catheter was inserted over a guidewire to predilate the total occlusion. Once the blockage was opened, a 2.5 catheter and device was put down the vessel using a kissing balloon technique to dilate both the pda and the pdl at the same time. Physician also noted a proximal lesion located in the right coronary artery. The 4.0 catheter was placed with a guidewire to dilate the proximal rca lesions. A pinhole rupture of the balloon occurred at 10 atms with dye extravasation. Physician opted to not repair dissection at this time. Pt was going to be brought back to the cardiac cath lab for stent implantation at a later date due to thrombus. Further reported info indicated that during the course of the procedure, not related to ptca or the pinhole rupture, the pt was shocked and a balloon pump was utilized. Recent follow-up from the account indicates the pt had been stented and is reported as doing fine.